Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site. The patient stated the ipg felt like it was moving in the pocket. As such, the patient underwent surgical intervention on (B)(6) 2017, wherein the ipg was placed deeper in the pocket which resolved the issue.